Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for out of range impedance values. Jumps in the impedance values were noted. Device remains implanted and patient will be monitored remotely.

Manufacturer narrative:
Device was mentioned in event description, should be corrected to lead; MDR-2016-02639

Event description:
New information received indicated that the lead was capped and replaced. Patient condition was good.